Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was facing a loss of communication issue between the pump with mobile application daily. Customer stated that parents were not able to follow the patient's data. No harm requiring medical intervention was reported. Troubleshooting was not performed. It is unknown whether the customer will continue to use the mobile application or not. The device will not be returned for analysis.